Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly. Also received with cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was over 200 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.